Event description:
It was reported that the passive ventricular lead was found to have dislodged one day post implant. The lead was explanted and replaced with an active fixation lead. It was further reported that during the lead revision procedure the physician was unable to connect the new lead to the device and the physician suspected the set screw was damaged. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: redr01, implantable pulse generator (ipg), (B)(6) 2013. A 559453, implantable pulse generator (ipg), (B)(6) 2013. (B)(4).